Event description:
It was reported that within approximately three months post implant that the patient went to the hospital after receiving several inappropriate shocks from the right ventricular (rv) lead due to a suspected lead fracture. The rv lead triggered the lead integrity alert for oversensing. The rv lead also had decreasing pacing impedance since it was implanted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and the lead integrity alert triggered with the patient alert for lead failure predictor (lfp) on (B)(4) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 200 ms on (B)(4) 2012. Also, there was ventricular fibrillation less than equal to 180 ms average v-cycle on (B)(4) 2012. The lfp high rate-non-sustained less than equal to 185 ms average v-cycle between (B)(4) 2012. The full lead was returned, analyzed and the proximal conductor fractured. It was noted that the outer tubing overlay melted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and the lead integrity alert triggered with the patient alert for lead failure predictor (lfp) on (B)(6) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 200 ms on (B)(6) 2012. Also, there was ventricular fibrillation less than equal to 180 ms average v-cycle on (B)(6) 2012. The lfp high rate-non-sustained less than equal to 185 ms average v-cycle between (B)(6) 2012 and (B)(6) 2012.